Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual with microscopic inspection was performed which observed a particulate matter attached with tape to the surface of the chamber. The particulate matter was identified to be a piece of paper. No insect was found in the returned sample. The reported condition of particulate matter was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small fleck of material and insect (similar to a flea) was observed inside the sealed packaging (drip chamber) of a continu-flo solution set. This was identified prior to use. There was no patient involvement. No additional information is available.